Event description:
During a phacoemulsification procedure, a reduction of irrigation, aspiration, and phaco power required the doctor to work inside the eye for longer than usual, resulting in the pt (dog) suffering corneal edema. This device is being used in a veterinary facility.